Event description:
During a ventricular tachycardia (vt) procedure, when the catheter was inserted into the patient, the pressure value of the catheter tip was not displayed which caused a delay. The pressure value could not be displayed even after the catheter was removed and reinserted. During this period, the 3d system and the pressure light module were rebooted which did not resolve the issue. After the replacement of the new pressure module and various other troubleshooting, the issue was not resolved. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, the catheter met specifications during electrical testing and temperature testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported output problem and subsequent delay remain unknown.